Event description:
Patient ID: (B)(6). It was reported that the patient underwent percutaneous coronary intervention (pci) on (B)(6) 2022, treating a target lesion in the mildly calcified and tortuous distal right coronary artery (rca). The lesion was confirmed with intravascular ultrasound (ivus) and pre-dilatation was performed with an unspecified non-complaint balloon. A 2.75x 38mm xience skypoint stent was implanted followed by post-dilation, with no intraoperative complications. Antiplatelet therapy, clopidogrel, and direct oral anticoagulants (doac) were prescribed prior to pci and the medication remained unchanged at discharge. At one month follow-up, clopidogrel was discontinued and doac was continued; however, compliance is unknown. On (B)(6) 2023, the patient expired at home due to sudden death of unknown cause. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the electronic lot history record (elhr) and lot level similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effect of death is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. D4: a partial UDI was provided as the lot number is not known.